Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to "low circuit leak". There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. During the evaluation, the device failed a test step during testing. The ventilator's sensor board needs replaced to address the issue.